Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01992, 3005168196-2017-01994, 3005168196-2017-01995, 3005168196-2017-01996. The hospital discarded the device.

Event description:
The patient was undergoing coil embolization procedure to treat a subarachnoid hemorrhage using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil out its introducer sheath and into a non-penumbra microcatheter; therefore, it was removed. It was reported that the same issue was encountered with four additional smart coils. The procedure was completed using five other smart coils, a non-penumbra coil and the same microcatheter. There was no report of adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report numbers: 3005168196-2017-01992, 3005168196-2017-01994, 3005168196-2017-01995, 3005168196-2017-01996.